Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Event description:
Product was returned for investigation. An exterior visual inspection was performed and passed. A voltage test was performed and failed.

Manufacturer narrative:
B5 product returned for investigation. Exterior visual inspection: pass . Voltage test: fail, (0vdc). D9 device available for evaluation returned to manufacturer. G6 follow up 001. H2 device evaluation. H3 device evaluated by manufacturer. Evaluation summary attached. H6 10, evaluation of actual/suspected device.